Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the left monitor was defective and was replaced. The system was tested and found to be working as intended, and placed back into service.

Event description:
It was reported that the system 9800's left monitor image was distorted obscuring the anatomy. Has been an ongoing problem. There was no adverse patient involvement reported.